Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched reservoir tube window, a scratched keypad overlay and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-72721.

Event description:
It was reported the reservoir chamber had moisture. Customer stated the insulin was leaking past both o rings. Customer's blood glucose was 291 mg/dl, treated with manual injections. The insulin pump had alarmed no delivery. Fluids are only present in the reservoir chamber. Customer's mother declined troubleshooting for no delivery issues. No further information reported.